Event description:
It was reported that a clearlink system extension set with control-a-flo regulator overinfused. The reporter stated that the dial a flow was set at 75cc/hr, but the patient received an entire bag of 500cc 0.45% normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.